Event description:
Adverse event(s): non reported (no information). Product problem(s): "scratch" (scratched material [iol (intraocular lens) implant]). A surgeon reported that a scratch was noted on an intraocular lens (iol) following implantation. The iol was exchanged for the same model, same power lens. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested on 04/20/2010, 04/24/2010, and 05/03/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).